Manufacturer narrative:
Involved device, photograph or lot number were not provided for evaluation. Therefore a visual inspection nor a review of phr could be completed. A definitive root cause could not be determined. Discarded by facility.

Event description:
Report received of a patient fall while the prevalon tap 2.0 device was in use. Reporter stated a male patient was admitted on (B)(6) 2021 for increased weakness and severe back pain. Patient has a history of esophageal cancer with metastasis to the lungs and spine. Reporter stated on (B)(6) 2021 the patient slipped off the side of the bed while the prevalon tap 2.0 was in use. Reporter stated the patient was found laying on the floor at the foot of the bed. Reporter stated the patient informed his nurse that he sat unassisted at the edge of the bed to urinate and slipped off the side of the bed. He stated that he did not hit his head, but his legs felt weaker. Reporter stated a MRI of the spine was done on (B)(6) 2021 after the fall that showed a progression of the t11 compression fracture previously noted on an MRI performed on (B)(6) 2021 prior to admission. Reporter stated that on (B)(6) 2021 the patient underwent emergency surgery to address the compression fracture, was transferred to the surgical ICU and entered into hospice care. Reporter stated on (B)(6) 2021 the patient passed away due to septic shock not related to the fall. Lot information was not available and involved device was discarded. Although requested, no additional information was available.